Manufacturer narrative:
Concomitant medical products: product ID 8637-40, serial# (B)(4), implanted: (B)(6) 2008, product type: pump. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving unknown fentanyl via an implantable infusion pump. The indications for use were non-malignant pain and failed back surgery syndrome. It was reported that the patient had 3 back surgeries, but was not sure when they occurred. The patient stated that the "last one the leads were out" and the "they told me the leads came out." It was noted that it occurred in (B)(6) of 2013 or in (B)(6) of 2014. The patient's healthcare provider (hcp) has left the area and the patient could not find another hcp. Additional information has been requested regarding the patient's 3 back surgeries and related issues, but was not available at of the time of this report. If additional information becomes available, a follow-up report will be filed.